Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was interested in obtaining an out-of-warranty loaner pump as the original pump was out of warranty.